Event description:
The incident was reported from the clinic as a "frozen screen". As a correctivee action in another problem with the prismflex machine, the gambro service technician made a software -update to the software revision 2.00.9 hk already in use. During the adjustment ofthe flow rates (function check) the machine got a frozen screen and the system was completely blocked.